Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012747696 was returned and analyzed. Visual inspection of the handle identified a kink at the side port tube. The following relevant sub-assembly inspection and tests were performed; x-ray imaging of the returned device revealed a broken pull wire in the handle area. In conclusion, the sheath failed the returned product inspection due to a side port tubing kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, when moving from the right superior pulmonary vein (rspv) to the right inferior pulmonary vein (ripv) a cracking sound, similar to a bursting noise, was heard when the sheath was bent. Afterward, the sheath could no longer be bent as desired. The sheath was replaced, which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.